Manufacturer narrative:
A specific root cause for the reported event cannot be determined with the information available for assessment. The investigation remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist automated insulin delivery (aid) system user guide provides information about alarms and the recommended actions associated with them, including the cgm high glucose alert, as well as ways to prevent hyperglycemia. Users are also instructed to have a backup insulin therapy available at all times. The user remains ongoing on their twiist pump. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist automated insulin delivery system. At this time, no components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further analysis.

Event description:
An initial event notification was received by sequel med tech, llc, on 13-apr-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported ongoing hyperglycemia beginning on (B)(6) 2026, with glucose values ranging from >300-400 mg/dl. Prior to going to sleep on (B)(6) 2026, the user's glucose was 466 mg/dl by fingerstick, and they administered 5 units of insulin via injection. At approximately 0400 on (B)(6) 2026, the user reported nausea and shortness of breath with a fingerstick glucose of 422 mg/dl. The user had moderate ketones and administered 10 units of insulin via injection. Upon waking at 0920, the user reported having a glucose of 275 mg/dl. The user completed a full supply change (twiist cassette and cleo 90 infusion set) with a new insulin vial and their glucose decreased to 211 mg/dl. The user reported completing four full supply changes since on (B)(6) 2026 and rotating infusion sites (upper front thighs left/right/left and abdomen). The user stated that the used twiist cassettes and cleo 90 infusion sets were discarded and are not available for return. The user remains ongoing on their twiist pump.